Manufacturer narrative:
The reported event was assurity and endurity pacemakers header anomaly advisory. Electrical and mechanical analysis performed, indicated normal device functionality. No anomalies upon visual inspection of the header were noted.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Device was explanted and replaced. The patient was stable.